Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (400s mg/dl). A correction bolus was delivered to address bg level. The customer stated that they think the reason for the elevated bg level is their pump settings. A recommendation was made by tandem technical support for the customer to discuss the pump settings with their healthcare provider.